Event description:
A customer reported a cartridge change error with their pump. The customer declined to provide information on whether the issue caused their blood glucose level to exceed 500 mg/dl. Despite this, technical support assisted the customer by guiding them through inspecting the pump and cleaning the pneumatic tap area. The customer was able to successfully load the cartridge and resume insulin use. The resolutions included sending replacement cartridges and instructing the customer to monitor the system's performance.